Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the label on the bd vacutainer® k2 edta (k2e) blood collection tube partially peeled off before use. CAPA# (B)(4) was opened in response to this event. The following information was provided by the initial reporter: "we received 100 packs of 100 tubes on (B)(6) 2019. We estimate that at least 80% of the tubes have label lifting."